Event description:
A surgeon reports a female pt had bilateral implant surgery in november 2004 to address disabling halos experiencd with another lens type. In 2004, the following the bilateral lens exchange, the pt complained of seeing ghost images, with double internal and external images that did not improve with correction. The lens in the left eye (os) was removed and replaced with another lens model in 2005, the double-images resolved following the lens exchange. MDR for left eye: 1119421-2005-00367.